Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was assessed at 80% deployment and determined to be at a good depth. Upon release, the valve moved ventricular. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted valve-in-valve and resulted in a low gradient, with no paravalvular leak (pvl). No adverse patient effects were reported.